Event description:
It was reported that the patient underwent a cervical spinal procedure at c1-2. Sometime post-op, the patient complained of pain and it was found that the rod tip was scraping part of the patient's occipital bone. It was decided to remove the rods due to fusion being complete. No revision has taken place yet. No other patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. (B)(4)